Event description:
Boston scientific received information stating that this patient experienced a syncopal event and was hospitalized. While in the hospital it was observed that this right ventricular (rv) lead had high pacing thresholds with loss of capture (loc). This rv lead has since been surgically abandoned. At the time of the lead procedure, the physician elected to replace the patient's device to prevent any invasive procedures for the near future. No adverse patient effects reported from the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.